Event description:
After receiving the device in june of 2004, this pt did not progress as expected with their cochlear implant. An x-ray revealed that the electrode array had migrated outside of the cochlea. Explantation and reimplantation surgery is planned, but not scheduled at this time.